Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4). Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that the patient with this pacemaker had a blood infection. A revision was performed and the pacemaker with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The pacemaker was returned for analysis.